Manufacturer narrative:
Correction: e1 - initial reporter.

Event description:
New information received notes that programming interventions were made.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up via merlin.net with recorded episodes non-sustained right ventricular oversensing (nsrvo). The episodes were the result of post-paced t-wave oversensing (pptwos) exhibited by the implantable cardioverter defibrillator. No patient symptoms were reported. Further information was requested but not received.